Event description:
During a video-assisted thoracic surgery (vats) procedure, a physician activated a long period of output when nothing is grasped between the grasping section and the probe. Therefore the probe was raised to high temperature and the grasping section broke, the grasping surface melted and fell off inside the pt's body. Then the grasping surface was taken out. The procedure was completed as scheduled. There was no pt harm reported.

Manufacturer narrative:
The subject device was returned to olympus medical systems corporation (omsc) for evaluation. The evaluation confirmed that the grasping section came off and that was not returned to omsc. The probe and the grasping section were burned and the grasping section broke. The manufacturing history was reviewed, with no irregularities noted. As the result of evaluation, we have concluded that the grasping surface of device was detached and the grasping section broke due to the activating of the ultrasonic output without grasping the tissue which caused excessive heating of the grasping surface and section. The t3905 instruction manual state, "do not activate output when nothing is grasped between the grasping section and the probe, or when it is not possible to confirm that the tissue being grasped has been completely resected. Otherwise, abnormal heat generated by friction between the grasping section and the probe may damage the grasping section and the probe or cause them to detach." Based upon the finding of the evaluation, this report appears to be related to user handling. This report is being submitted as a medical device report in an abundance of caution.